Event description:
It was reported to philips that the device gave a remote alert indicating a memory failure occurred, which can prevent imaging. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that there was some issue with the ippc (image processing pc) memory. The fse checked the system and found that the system was out of warranty. No work has been performed by philips as the customer refused the replacement and the service. There is no further information provided by the customer regarding the resolution of the reported issue. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.